Event description:
It was reported that the suspect device failed to audibly alarm when the circuit was disconnected. There was no death or injury associated with this complaint. The device has been returned for evaluation.